Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met product specifications. The root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the equipment did not perform vacuum during cataract surgery by phacoemulcification. They attempted to troubleshoot by replacing the tip, the cassette, and then the handpiece, but none of these actions solved the problem. The surgeon converted to extracapsular cataract extraction (ecce) and completed the surgery. Additional information received indicates that there was no harm to the pt. This is the second of two similar reports.